Manufacturer narrative:
Additional information received: information received for the serial number. Adding serial number (B)(6). This is a follow up report for this additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligner have been irritation and swelling of their tongue and causing ulcers inside their mouth. Patient provided letter of recommendation from their doctor which stated, the patient presented with inflammation below the tongue as well as inner lips with ulcers. Doctor recommended that patient stop treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.